Event description:
It was reported, the patient presented due to fatigue. Upon interrogation, the device was found in back up mode following an MRI. It was noted, MRI mode had not been properly programmed prior to the patient undergoing the MRI. Technical support was contacted and reprogramming of the device was attempted however, due to the bluetooth telemetry was unable to be reprogrammed back to normal settings. The device was explanted and replaced to resolve the event. The patient was stable.